Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device failed the functional test and check oscillation frequency because the oscillation head was blocked. It was further determined that there was no unintended motion, the coupling tool side was worn out and the handpiece ran by itself. The assignable root cause was determined to be due to product design, construction/design false, defective. The issue related to the cracked oscillating head has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side was out of specification on the battery oscillator device. It was further determined that the oscillation head had a crack. It was further determined that the device failed pretest for check saw blade coupling, functional test and check oscillation frequency. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.